Event description:
It was reported that during a low anterior resection, the nurse rang me and I rang back on facetime as I was not still in the hospital there was a contour curved cutter stuck on the rectum after firing the stapler and they were unable to get this off the tissue. The opened another contour and placed this below the other device to transect again, which worked and they used the technique of pushing down the release button whilst adding a little pressure to the stuck handle to unlock this, demonstrated this over facetime to him before he did this. Unfortunately, as the staple line was so low they then needed to do an exenteration on the patient to complete the surgery. The surgeon commented that when he closed the handle down it didn¿t feel like it normally did but still fired the gun and then this is when it wouldn¿t open. Opened new stapler to continue stapling under stuck gun. Patient is ok but has had to have a more complex procedure due to this.

Manufacturer narrative:
(B)(4) date sent: 6/18/2026 d4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device gcs40g lot number a99y5c and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please clarify how the initial contour removed? Please clarify the release of the contour and how the procedure was completed with the second contour. Please elaborate on the exenteration on what was done to complete the procedure. Please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details. Thank you. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.